Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had decreased battery life, some physical damage, had stopped in the middle of a rewind, and had unexplained no delivery alarms. The customer stated there was a long delay with buttons as well. No harm requiring medical intervention was reported. Troubleshooting was not completed. The insulin pump will not be returned for analysis.